Manufacturer narrative:
(B)(4). Date sent: 9/12/2024 d4: batch # unk correction d4. Primary UDI number an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. The lot/batch history records were reviewed and certified by external manufacturing for 784c05, that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Date sent: 7/2/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap cholecystectomy procedure, the pouch was deployed under correct instruction. Specimen added - was being removed and the bag split resulting in the gallbladder coming out of the pouch. The pouch was removed ¿ with the gallbladder being removed after. There were no patient consequence. The surgery was prolonged 5 minutes.